Event description:
Report received of a tubing separation at the distal end of the y-site. The patient was receiving a blood transfusion through the central line. At the initiation of the transfusion, and while the nurse was with the patient, the patient stated: "something is running down my back". The nurse noted that blood was running down the patient's back. The tubing set had separated at the distal end of the y-site. The transfusion was stopped and the tubing was replaced. The customer reported that only a small amount of blood had been lost. The transfusion was resumed with the replacement tubing. The patient did not experience any adverse effects. Though requested, there was no further information available.